Manufacturer narrative:
The pod was received not deployed. Initial attempts to retrieve the download data was unsuccessful as all three battery voltages were measured to be lower than expected. The pod was connected to an external power supply to establish connection with the master pdm. The download data showed the pod ran 47 pulses and showed that the pod was received in pod state 15, no timeouts or drive stalls were generated. A 0xd7 hazard alarm was generated prior to the start of the second priming sequence, indicating a power on reset was detected while running. The shelf mode current measured within specification. The investigation could not determine if the low voltage batteries contributed to the alarm. Because the device generated an alarm before second priming sequence, the needle mechanism never deployed, and the cannula remained fully retracted inside the device in the undeployed state. No damages or defects were observed that would result in the cannula breaking off or detaching.

Event description:
It was reported the patient's blood glucose levels rose to over 300 mg/dl, while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found to be detached and still in the skin. As treatment, the patient changed out the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the detached cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.